Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was fractured and unraveled. Based on the reported event, the embolization coil likely fractured while snaring for removal. If the pod xl is retracted against resistance, damage such as sr component fracture may occur causing embolization coil to unravel. Based on the reported event, the detached embolization coil became wrapped around the catheter during repositioning, which may have contributed to resistance during retraction. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the innominate artery using a pod xl, and a catheter. During the procedure, after the pod xl was placed in the target location, the pod xl migrated to the subclavian artery. The physician advanced the catheter to reposition the detached embolization coil back into the coil mass; however, the coil became wrapped around the catheter. The catheter was retracted, and the detached embolization coil was pulled back. A snare device was used to retrieve the coil, but the embolization coil fractured. The physician performed a surgical cutdown of the right radial artery to remove the fractured embolization coil. The procedure ended at this point.